Event description:
It was reported that the customer experienced high blood glucose and noticed insulin in the reservoir compartment. It was stated that the customer's blood glucose reading was 15mmol/l before bedtime, but the customer woke up with 30.9mmol/l. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.